Manufacturer narrative:
Device investigation narrative - visual examination confirmed the reported complaint of breakage. The needle tip has broken off at the suture slot. Broken tip was not returned. Dimensional assessment of this needles width and thickness confirmed it meets print specification. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. Credit has been issued as a customer courtesy.

Manufacturer narrative:
(B)(4).

Event description:
Needle broke upon second attempt to pass suture through rotator cuff. It was decided it would be more detrimental to the patient to search for the tip so it was left and a mini open procedure was performed to finish the repair. The approximate size of the broken piece is 1mm x 1.5mm. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.